Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle fall into the patient? No. Was the needle retrieved during the same procedure? Na. Was additional tissue incision required to retrieve the needle? Na.

Event description:
It was reported that a patient underwent an surgical procedure on (B)(6) 2017 and suture was used. During the procedure, the needle detached from the suture. Additional information had been requested. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4) date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation summary: the actual device involved in this event was returned for evaluation. The evaluation found the barrel hole of the needle was examined and remnant of the suture was noted. The suture was examined and the end of the suture is severely cut (damaged), resulting in a clip off. Per the sample condition of the needle the assignable cause of the performance - pull off suture needle, suggest a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Representative samples were returned for evaluation. They were visually and functionally examined for needle pull and they met the requirements.